Manufacturer narrative:
Device manufacture date. Monitor (B) (4) - 10/2008; battery pack (B) (4) - 12/2007. Device eval summary: device evaluations of monitor (B) (4) and battery pack (B) (4) have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The battery pack had a bent connector pin #1. The battery pack would still charge despite this damage. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor and battery pack was replaced. No adverse events resulted from the damaged monitor or battery pack. The pt received a replacement monitor and battery pack.

Event description:
The pt services representative (psr) of a (B) (6) male pt contacted lifecor customer support to report that one of the pt's battery packs would not fit into the monitor. She stated that it stuck out about a quarter of an inch. Support sent the pt a replacement monitor and battery pack.